Event description:
Information was received indicating that a smiths medical pump stopped at 3 in the morning and the patient only noticed at 10 in the morning. The patient restarted the pump at this time and continued treatment. The patient did not experience any side effects due to this issue. The therapy was as follows: remodulin mdv, strength: 10mg/ml, dose or amount: 43 ng/kg/min, frequency: continuous, route: subcutaneous, pah. No reported adverse events.